Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: all we can confirm at this time is that vicryl was used on the colon, that the patient died after surgery, and that the doctor said that vicryl may not have been the direct cause.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used on the intestinal tract. A fatal accident occurred during the case that the suture was used. It is unknown if the suture is the direct cause. It was not a control release needle. No sample will be returned. No additional information was provided.